Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that as the nurse attempted to put in the 10ml of sterile water into the balloon port, the catheter only held 4ml. Allegedly the patient was in pain during inflation of balloon. When the nurse attempted to deflate the catheter to remove it to relieve the patient from pain, she could not retrieve the 4ml back. Approximately 30mins later, the nurse attempted to deflate the catheter balloon again, and 2ml returned. The catheter was able to be removed due to pain reliever given to the patient. It was also reported that the patient reportedly experienced some minor trauma suspected from attempted catheterization.